Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the telemetry had caught a not captured or dropped beat. The right ventricular (rv) lead pacing threshold was high and not stable with the unipolar threshold higher than bipolar. It was determined that the rv lead had dislodged. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.